Event description:
A patient was up in a chair with the polar care unit on knee. The polar care was noted to be leaking at the tubing/ pad connection point. The patient's knee dressing, gown, and sheet on chair was found to be completely soaked. The physician was notified, the patient's gown was changed, the dressing was changed, and a new polar care unit was placed.======================manufacturer response for polar care cube, polar care (per site reporter).======================we plan to email shipping label today to return the device for investigation.